Event description:
Customer's mother reported that the insulin pump returned a failed battery test. Caller also reported that the insulin pump returned two no delivery alarms after being dropped into a swimming pool. Blood glucose level was 286 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The excessive no delivery alarm could not be confirmed and the basic occlusion test could not be performed due to the prime anomaly.